Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, near the grip cables. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, the plastic at distal tip of the fenestrated bipolar forceps instrument was orange and looked burnt. There was no patient involvement.